Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation, hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent primary breast reconstruction surgery with a 475cc artoura plus smooth high profile tissue expander experienced deflation and seroma post procedure. On an unspecified date, patient¿s cat jumped on her chest causing the deflation. As a result, patient underwent removal and replacement with a like device on (B)(6) 2021

Manufacturer narrative:
On may 10, 2021, mentor became aware that d4 lot number was erroneously omitted in initial report. Refer to corrected data section for corrections. Manufacturer¿s reference number: (B)(4). D4. Lot relevant field was added. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Patient had an explantation on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 10, 2021. Device evaluation summary: according to with the information received, the patient experienced deflation in the artoura plus smooth high profile 475cc tissue expander and developed a hematoma due to a chest injury, since the cat jumped on her breast. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the artoura plus smooth high profile 475cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the tissue expander was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4).